Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: tissue valve, implanted: (B)(6 )2012. (B)(4).

Event description:
The right atrial (ra) lead was returned to the manufacturer after being explanted with no reason for replacement. The device subsequently tested out of specification during manufacturer¿s analysis. Follow-up information from the clinic indicated the lead had noise, was oversensing/ double counting the p wave, and was capturing intermittently. The patient experienced palpitations as a result. It was also reported that there was noise on the right ventricular (rv) lead, and the implantable cardioverter defibrillator (ICD) was malfunctioning. The device and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.